Manufacturer narrative:
The reason for this revision surgery was the patient's shoulder became unstable. The length of in vivo service was 3 years. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (dhrs) revealed no discrepancies or issues with the manufacturing history of this part. All parts were found to meet design and manufacturing specifications. No non-conforming material reports (ncmr's) were associated with this part. A review of the product complaint report history showed there have been 143 prior complaints reported against this part number; summary of investigations: 69 dislocation, 20 instability and looseness, 12 trauma, 3 pain, 14 infection, 2 wear and the remainder for various issues not associated with implant failure. This is the first complaint against this lot number. It was reported in the initial problem description that the patient's shoulder became unstable due to his profession of demolishing houses. No other conditions relating to this event could be determined with confidence. This investigation produced no indications or suggestions of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery. Due to patient's shoulder becoming unstable due to his profession of demolishing houses, the surgeon switched the neutral shell and poly for a +4 shell.